Manufacturer narrative:
Date of report: 11jun2019. Date rec'd by MFR: 24may2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that when the oxygen was set to 100%, the unit measured 93%. The technician recommended that the flow sensor assembly be replaced. The customer reported replacing the flow sensor and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement.